Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. For the fourth firing for the interlobar resection, connected the reload to the manual stapling handle. The surgeon fired the device and a crack sound was heard, however, the firing was successful. For the fifth firing for the bronchus, connected a new reload to the manual stapling handle, and the surgeon tried to squeeze the handle, however, could not. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.